Manufacturer narrative:
The ca2 reagent lot number was 898956 with an expiration date of 30-nov-2026.

Event description:
The initial reporter complained of discrepant low results for 2 patient samples tested for calcium gen.2 (ca2) on a cobas 8000 c702 module. "Patient 2" initial result was 0.804 mmol/l with a data flag. The repeat result was 2.358 mmol/l. On (B)(6)-2026, "patient 1" initial result was 0.598 mmol/l with a data flag. The repeat result was 2.265 mmol/l.

Manufacturer narrative:
The reaction curve data showed that something was dripping into the reaction cell. On 26-mar-2026, the field service engineer (fse) found that the cell rinse tubes were not aspirating correctly. The fse replaced the cell rinse tubes. The investigation determined that the issue found by the fse was the root cause of the event.